Event description:
Patient contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to sensor error, sensor wire was broken. Broken wire was protruding from skin and patient was able to pull it out. Patient reports no additional complications. At the time of his call to dexcom technical support, patient was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.